Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years. Through follow-up with the health-care provider (hcp), it was learned that the device was explanted due to stenosis and calcification. Per the hcp, the explant was not related to any device malfunction. The patient's discharge summary indicates that the subaortic membrane was resected through the aortic valve without any disruption in the vsd patch. The pulmonary conduit was replaced with another edwards porcine valve conduit. Upon weaning from bypass, the patient was briefly in junctional rhythm that converted to sinus quickly with no further arrhythmia. Postoperative tee revealed good ventricular function with no significant outflow obstruction on either side.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient has a history of stenosis from a young age. No further actions are possible with the available information.